Event description:
Complaintant alleged that staff members were treating a pt (age and gender unk) and the unit's monitor screen would not display an ECG trace. When the staff charged the paddles to 200j, the display on the monitor screen was blank in the middle. There was no adverse effect on the pt.